Event description:
It was reported that the patient had experienced a rash, coincident with hemodialysis therapy. Additional information was requested; however, no follow-up information could be obtained regarding the medical intervention, treatment and outcome of the reported event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.